Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 29.0 mmol/l at the time of incident and the current blood glucose level was 17.9 mmol/l. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the symptoms related to their high blood glucose such as very thirsty and some nausea. Customer alleges insulin pump was under delivering because customer states that blood glucose value was usually stable and they have recently risen. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer reports insulin exited at the quick release. Customer states they were able to perform displacement test and test result was passed. Customer reports was not worn during a medical procedure or test around magnetic resonance images. Customer states they ran a self-test and received hardware low level failures alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states they repeat the self-test and it test passed. The device will be returned for analysis.